Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain,/abdominal pain during period') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not under go essure confirmation test." The patient's medical history included multiparous, hypermenorrhea and gastric bypass. Previously administered products included for to control bleeding: iud nos; for an unreported indication: omeprazole, motrin, percocet, compazine, tylenol and hormonal therapy. Concomitant products included ferumoxytol (feraheme), levocabastine hydrochloride (zyrtec), norethisterone acetate (norethindrone) and omeprazole magnesium (prilosec). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"), 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anaemia ("blood or heart disorder/condition type: anemia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with ferrous citrate (iron) and surgery (robotic total hysterectomy and bilateral salpingectomy cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and anaemia had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (g/dl) - on an unknown date: 12.4 g/dl. Pathology test - on an unknown date: final microscopic diagnosis: benign bilateral fallopian tubes with salpingitis isthmica nodosa. Gross description: the bilateral fallopian tubes up to 4.8 x o.s x 0.5 cm each exhibits an unremarkable serosa and cut section. 1-1010 "nger: fallopian tube. 1-11 black inked shorter fallopian tube. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dysmenorrhea, anemia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received: events did not under go essure confirmation test, abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemia,dysmenorrhea (cramping), pain, other injury(ies) or complication please describe: fibroid uterus were added. Medical history, lab data, historical and treatment, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.